Manufacturer narrative:
Philips service installed a wired footswitch as a workaround. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the wireless footswitch failed, making fluoroscopy unavailable while exposure worked on an azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.